Event description:
It was reported the pt experienced stimulation in the wrong side of the desired pain pattern post permanent implant procedure. X-rays showed the lead had migrated. The pt underwent an add¿l surgical intervention. During the procedure, the physician explanted and replaced it with a different model lead. No further pt complications were reported.

Manufacturer narrative:
MFR¿s eval: the returned product was not analyzed as the complaint of lead migration could not be confirmed via lab testing. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.